Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing in primary sensing vector. Technical services (ts) reviewed the stored episode and noted the signal amplitude measurement decreased to nearly flat, which, resulted in the smartpass feature becoming disabled followed by oversensing. Other sensing vectors were reviewed. Secondary sensing vector was noted to have a lot of noise. The automatic setup process was completed and the device chose alternate sensing vector and smartpass re-enabled. Implant records were compared to the recent follow up and showed a significant change in morphology. The physician plans to see the patient in clinic on an unknown future date in the next three months and will plan to schedule the patient for x-rays to evaluate the position of the system as it was suspected that the position may have changed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.